Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device confirmed the device was returned in used condition. The fiber was separated 83 cm from the distal tip. The proximal segment measures 204 cm, with the total length measured as 287 cm. The distal segment has 2.5 mm of fiber optics protruding from the distal end of the blue jacket. Deep scrape marks were observed on the blue jacket at the point of separation. The point of separation was black from charring from the energy transmission. The plug on the proximal end appears secure and undamaged. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: the IFU precautions that several different factors affect the life of any fiber, including: improper handling. Continuous lasing with the fiber tip in contact with tissue never subject fiber optics to sharp bends in handling, use, or storage. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Extended lasing at high power, lasing with a contaminated or damage proximal and/or poor lasing beam alignment or focus. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint is confirmed based on customer testimony and device failure analysis. The fiber was separated into two pieces. The total length of laser fiber was measured and found it is within the specification. Based on the evidence presented, potential cause of fiber breakage can be related to improper handling of the laser fiber and any of the precautions listed in the IFU could have contributed to this event. Per the quality engineering risk assessment, no further action is warranted. We will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on 02oct2019.

Manufacturer narrative:
(B)(6). PMA/510k #: k124030. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an unknown procedure that a cook® single-use holmium laser fiber was used. The fiber was connected to the laser system and inserted into the flexible ureteroscope without issue. The laser fiber worked well until the end of the case; when the surgeon discovered that the laser aiming beam had disappeared and the laser was no longer transmitting any energy. The laser system was then switched to standby and the fiber was removed from the ureteroscope. Once the fiber was removed from the scope it was discovered that the fiber was broken in two locations. The surgeon then completed a retrograde pyelogram and found that no fragments from the fiber were still in dwelling. The case was then completed using an unknown stone extractor to remove the kidney stone. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.